Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer 3005099803-2010-00464 for the other associated device information. It was reported to boston scientific corporation that an interject injection therapy needle catheter and a radial jaw were used during an esophagogastroduodenoscopy procedure performed within the stomach on (B) (6) 2010. According to the complainant the interject needle was prepped prior to being used. During the procedure a biopsy sample of a highly vascular tumor was taken with the radial jaw device and bleeding was observed. The interject was inserted down the scope, however when the physician tried to deploy the needle, the inner sheath detached and came out with the needle. The needle punctured the inner sheath. It was difficult to then advance and retract the needle. The needle was then removed from the scope. Post procedure the scope would not pass a leak test and appeared to have a hole in the biopsy channel. The patient at this time in the procedure lost 4 units of blood. A resolution clip was then placed on the biopsy site, which initially stopped the bleeding. The clip remained intact on the patient. The patient was admitted to the hospital in order to be monitored, where she continued to bleed. Within a 24 hour period the patient lost a total of 6 units of blood and underwent a blood transfusion. The bleeding was then stopped via embolization. The patient was discharged on (B) (6) 2010 and is currently in stable condition.

Manufacturer narrative:
A visual examination of the returned device found no damage to the outer extrusion of the device; however residue was present on the entire device indicating use. The functional evaluation revealed that the device was able to be actuated smoothly during extension and retraction, however the needle did not extend to the proper length. The distal tip of the needle was found to barely exit the sheath. The needle length was measured and found to be 0.5 millimeters, which is not within the manufacturing specification of 4.0 +/- 0.5 millimeters. The length of the needle indicates that the needle had been pushed proximally into the distal end of the inner extrusion 3 to 4 millimeters. It appears that the needle possibly came into contact with the inside of the endoscope due to the retroflex scope position, causing the needle to be pushed into the inner extrusion. The needle being pushed into the inner extrusion also could have led to the scope damage as well as the needle being difficult to retract during use. Based on the evaluation of the returned device the most probable root cause is operational context. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 13053949. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer 3005099803-2010-00464 for the other associated device information. It was reported to boston scientific corporation that an interject injection therapy needle catheter and a radial jaw were used during an esophagogastroduodenoscopy procedure performed within the stomach on (B)(6), 2010. According to the complainant, the interject needle was prepped prior to being used. During the procedure a biopsy sample of a highly vascular tumor was taken with the radial jaw device and bleeding was observed. The interject was inserted down the scope, however when the physician tried to deploy the needle, the inner sheath detached and came out with the needle. The needle punctured the inner sheath. It was difficult to then advance and retract the needle. The needle was then removed from the scope. Post procedure the scope would not pass a leak test and appeared to have a hole in the biopsy channel. The patient at this time in the procedure lost 4 units of blood. A resolution clip was then placed on the biopsy site, which initially stopped the bleeding. The clip remained intact on the patient. The patient was admitted to the hospital in order to be monitored, where she continued to bleed. Within a 24 hour period, the patient lost a total of 6 units of blood and underwent a blood transfusion. The bleeding was then stopped via embolization. The patient was discharged on (B)(6), 2010 and is currently in stable condition.